Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the esophagus on (B)(6) 2013. According to the complainant, the patient was being treated for an active bleed in the esophagus with a speedband superview super 7 device. The bands deployed, however, only one band stayed on the varix. The six other bands that were deployed fell off, and were left inside the patient to pass on their own. The patient was held overnight to be monitored. The bleeding was not exacerbated by this issue. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.